Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k013227.

Event description:
The doctor reports that the dental implant failed because it fractured at the head/neck. The doctor reports that the procedure was not concluded by placing another implant.

Event description:
The doctor reports that the dental implant failed because it fractured at the head/neck. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on external threads. Damage to the implant was identified. The implant was fractured at the collar. Device history record (DHR) review was completed for the subject lot number 1235844. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1235844 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.